Manufacturer narrative:
Date of event has been estimated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual analysis was performed on the returned device. The reported difficulties were unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. B3: date of event has been estimated.

Event description:
It was reported that the procedure was to treat a heavily calcified left superficial femoral - popliteal artery. A 4.5 x 100 mm supera peripheral stent system was used. It was thought that the stent fully deployed; however, the stent was unintentionally removed during removal of the device. The stent was partially deployed and there were issues with the ratchet mechanism. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.